Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer received a broken force sensor was detected during seating or regular delivery. Customer was unable to clear the alarm. Customer states an alarm was in progress at the time the button was unresponsive. Customer states the buttons are not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify keypad anomaly due to critical pump error.